Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with two false pause episodes on their implantable cardiac monitor due to undersensing. This was believed to be due to loss of contact within the pocket. No intervention was reported. There were no patient consequences.